Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Type of report is initial.

Event description:
It was reported that the epg (external pulse generator) stopped functioning, and the battery had no charge. The patient was pacemaker dependent and went into asystole for about 30 seconds, until he was connected to a back up device. The battery had been replaced about 9-1/2 hours prior, and the nurse reported there was no low battery warning indicator when the patient had been checked on three separate instances during that time. Testing in the biomedical department showed no device problem. No further patient complications were reported as a result of this event.